Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery cover screw falling out of the cover was able to be confirmed. The heartmate 3 system controller (serial number: hsc-(B)(6) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (22jul2022, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. Events captured on 22jul2022 are consistent with manufacturing testing. The driveline was never connected in the log file. There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was able to operate a pump with no alarms active. The controller functioned as intended. The backup battery cover screws were visually inspected, and no deformation or damage was observed. The backup battery cover plate and sockets were also inspected, and no damage was found. The backup battery was able to be securely screwed in with no issues. The screws tightened as intended. The backup battery screws were unscrewed and the screws were able to be unscrewed. A manufacturing task was initiated to address the issue with the backup battery cover screws falling out of the cover. As a result of the manufacturing task, a manufacturing procedure was updated and an awareness training was conducted. The device history records were reviewed for the system controller (serial number: hsc-(B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instructions for use rev c - section 2 ¿system operations" provide instruction on how to properly remove the battery compartment cover and replace the backup battery. The heartmate 3 patient handbook rev. D, section 10 entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the installation of the emergency backup battery (ebb), the screws in the pack panel came out. The system controller was exchanged for a new one.